Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The haptic mangled during insertion into the eye. Lens was removed with no widen incision and no suture. No patient injury. Another same model and size lens was implanted.